Event description:
On august 14, 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter read inaccurately erratic. The pt indicated that the alleged meter issue started approx six months prior, at around 3:04 am. According to the one touch customer advocate otca, the pt performed 2 meter-to-same meter comparisons. In one case, the pt ran 2 tests using the same lot # of test strips. The pt reported blood glucose results of "138 and 148 mg/dl" with a lifescan meter, performed within 4 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the experienced value of <=20% and/or <= 20mg/dl. In another case, the otca noted that the pt compared 2 unk results using 2 different lot #'s of test strips. According to the ota, the calculated difference between the 2 tests was greater than 20%. It is not known what date(s)/times the reported tests were performed. The pt reportedly administered self-care by taking an increased dose of an unk medication because of the alleged issue. The pt claimed that as a result of the alleged issue, he received insulin treatment during a doctor's visit at the end of the month, at 9:00am. However, the pt denied that his blood glucose was tested on another device during the time of concern. The pt refused to provide any additional medical info related to the alleged meter issue. It is not known if the pt developed any symptoms because of the alleged issue, and what action she took before visiting the doctor, and what meter readings he obtained prior to visiting the doctor. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he received insulin treatment during a doctor's visit as a result of the alleged issue. According to the otca, the pt had performed a meter-to-same meter comparison where the calculated difference of the results exceeded lifescan's criteria for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.